Event description:
Nurse changed batteries in telemetry unit #46 and left room. Shortly thereafter, the patient called for assistance, when nurse entered the room the telemetry unit was off the patient and on the mattress. The patient stated "its hot". The nurse touched the unit and it was very hot to touch. The nurse opened the telemetry unit and the batteries were making a sizzling sound and appeared melted.